Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler and the hospitalization for exacerbation of copd or the reported hyperglycemia. The patient was in drain 0 and had not begun the fill and dwell portion of the ccpd therapy. Additionally, there was no allegation that the liberty cycler malfunctioned or did not perform as expected. However, there is a likely association between the adverse events and the patient reported pre-existing conditions of copd and diabetes and the reported adverse events.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported on (B)(6) 2017 by a patient contact this end stage renal disease (esrd) continuous cyclic peritoneal dialysis [cc (pd)] patient contacted the customer service call center to inquire how to disconnect the patient from the liberty cycler as the patient needed to go the hospital. The patient was connected to the liberty cycler in drain 0 and reportedly was feeling sick. The patient contact denied that the patient feeling sick had anything to do with the patients ccpd treatment of the liberty cycler. During a follow-up call on (B)(6) 2017 it was learned the patient was admitted to the hospital on (B)(6) 2017 for exacerbation of chronic obstructive pulmonary disease (copd) and additionally, the pd nurse reported that the patient who was diabetic had blood glucose levels in the 600s in addition to a host of gastrointestinal problems (specifics unknown). Although numerous request for additional information has been requested related to the hospitalization to date no additional information was received.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler and the hospitalization for exacerbation of copd or the subsequent findings of right middle lobe infiltration, diverticulosis with associated nausea, vomiting and diarrhea or the reported hyperglycemia. The patient was in drain 0 and had not begun the fill and dwell portion of the ccpd therapy. Additionally, there was no allegation that the liberty cycler malfunctioned or did not perform as expected. However, there is a likely association between the adverse events and the patient reported pre-existing conditions of copd and diabetes and the reported adverse events.

Event description:
Information in the complaint file and received medical records were reviewed. On (B)(6) 2017 it was initially reported by a patient contact for this (B)(6) year-old female, end stage renal disease (esrd) continuous cyclic peritoneal dialysis [cc (pd)] patient who called into the customer service center inquiring how to disconnect the patient from the liberty cycler as the patient needed to go the hospital. Reportedly the patient was connected to the liberty cycler in drain 0 when they began feeling sick. The patient contact denied that the patient feeling sick had anything to do with the patients ccpd treatment of the liberty cycler. During a follow-up call on (B)(6) 2017 it was learned the patient had been admitted to the hospital on (B)(6) 2017 for exacerbation of chronic obstructive pulmonary disease (copd) and additionally, the pd nurse reported that the patient who is also diabetic had blood glucose levels in the 600s in addition to a host of gastrointestinal problems (specifics unknown). The hospital discharge summary received confirmed the patients¿ hospitalization admission on (B)(6) 2017 for copd exacerbation. The patient was treated conservatively with intravenous (IV) solu-medrol and IV antibiotics; IV antibiotic received in the hospital is unknown however, the patient was discharged on levaquin 250mg, orally every 24 hours as well as a medrol dosepak 4mg oral tablets, one packet. A chest e-ray revealed a right middle lobe infiltration; treatment unknown. Additionally, the patient complained of diarrhea associated with nausea and vomiting. A colonoscopy revealed diverticulosis without any gross abnormality; treatment unknown. During the hospitalization the patient also received lidoderm patches for low back pain. No indication of abnormal blood glucose levels or treatment documented in the discharge summary. It was reported that the patient continued peritoneal dialysis during hospitalization; it was unknown if fresenius products were used. The patient was discharged on 10/13/2017 in stable condition with stable vital signs.

Event description:
Information in the complaint file and received medical records were reviewed. On (B)(6) 2017 it was initially reported by a patient contact for this (B)(6) year-old female, end stage renal disease (esrd) continuous cyclic peritoneal dialysis [cc (pd)] patient who called into the customer service center inquiring how to disconnect the patient from the liberty cycler as the patient needed to go the hospital. Reportedly the patient was connected to the liberty cycler in drain 0 when they began feeling sick. The patient contact denied that the patient feeling sick had anything to do with the patients ccpd treatment of the liberty cycler. During a follow-up call on 10/10/2017 it was learned the patient had been admitted to the hospital on (B)(6) 2017 for exacerbation of chronic obstructive pulmonary disease (copd) and additionally, the pd nurse reported that the patient who is also diabetic had blood glucose levels in the 600s in addition to a host of gastrointestinal problems (specifics unknown). The hospital discharge summary received confirmed the patients¿ hospitalization admission on (B)(6) 2017 for copd exacerbation. The patient was treated conservatively with intravenous (IV) solu-medrol and IV antibiotics; IV antibiotic received in the hospital is unknown however, the patient was discharged on levaquin 250mg, orally every 24 hours as well as a medrol dosepak 4mg oral tablets, one packet. A chest e-ray revealed a right middle lobe infiltration; treatment unknown. Additionally, the patient complained of diarrhea associated with nausea and vomiting. A colonoscopy revealed diverticulosis without any gross abnormality; treatment unknown. During the hospitalization the patient also received lidoderm patches for low back pain. No indication of abnormal blood glucose levels or treatment documented in the discharge summary. It was reported that the patient continued peritoneal dialysis during hospitalization; it was unknown if fresenius products were used. The patient was discharged on 10/13/2017 in stable condition with stable vital signs.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the during pd treatment the patient was not feeling well and wanted to inform us that he was going to disconnect the patient and take her to the hospital. The pt contact stated that the pt was still in drain 0 and was assisted with disconnecting from the machine. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2017 for exacerbation of chronic obstructive pulmonary disease (copd). The pdrn stated the patient also had diabetes mellitus and her blood glucose had been running in the 600's. The pdrn also stated that the patient has many gi problems and was continuing pd while in the hospital. Medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the during pd treatment the patient was not feeling well and wanted to inform us that he was going to disconnect the patient and take her to the hospital. The pt contact stated that the pt was still in drain 0 and was assisted with disconnecting from the machine. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was admitted to the hospital on (B)(6) 2017 for exacerbation of chronic obstructive pulmonary disease (copd). The pdrn stated the patient also had diabetes mellitus and her blood glucose had been running in the 600's. The pdrn also stated that the patient has many gi problems and was continuing pd while in the hospital. Medical records were requested.